Manufacturer narrative:
The vision side cart (vsc) advanced processor was evaluated by the failure analysis (fa) team. Upon visual inspection, no issues were found that would be related to the reported event. The ap5000 was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ap5000 were inspected and all measurements were within expected ranges. Subsequently, ten power cycles were performed, and the ap5000 was left to idle in the golden system for 15 hours without any issues observed. Based on these findings, failure analysis concluded that no root cause could be identified for the reported events.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during an internal service activity, error 48308 was noted on the system. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vision side cart (vsc)advanced processor (ap) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.